Event description:
Pt having heart cath. Dr using 6fr sheath and 6frjr4 catheter. Difficult to cannulate rt coronary artery. Dr stated they were torquing the catheter, but released the torque appropriately. Sheath and catheter kinked in iliac artery. User was able to remove catheter and sheath under fluoro with surgical back-up. This is the second occurrence of this type for the facility. MFR has catheter for testing.